Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. Upon visual inspection the open driveline was observed to occluded with solvent at the radio frequency identification (rfid) bonded joint. This joint is bonded by a supplier assembler. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process of the rfid to the tubing manifold. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred, and the cutter could not be opened and closed at all during the cataract and vitrectomy combination surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another product. There was no report of patient harm.